Manufacturer narrative:
H3, h6: the devices were not returned for evaluation; therefore, a device analysis could not be performed. Devices' batch numbers were not provided, thus, an evaluation of the manufacturing records could not be performed. A review of complaint history of the previous 12 months revealed similar events for the listed devices, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the instructions for use documents for external fixation systems revealed that device, joint, or fracture instability due to component breakage could occur. This has been identified as a adverse event. A review of the risk management files revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to these products and event. At this time, we have no evidence to conclude that the products failed to meet any specifications at the time of manufacture. These are single use devices, damage from excessive physiologic load or misuse are likely potential factors that could contribute to the reported event. Based on this investigation, the need for corrective action is not indicated. Should the devices or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
H10: internal complaint reference (B)(4).

Event description:
It was reported that, after tsf surgery had been performed on unknown date, the smart fx ID bands + caps (6+6) fell off or broke off of a smart fx strut medium during normal patient activity outside of the or. Since the smart fx ID band was no longer applied to the strut, the smart fx strut collapsed under physiologic load and required a revision surgery on (B)(6) 2024 to correct this failure. Patient's current health status is unknown. No further complications were reported.